Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/6 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the homechoice set during a dwell cycle without pausing therapy. The home patient did not make it back in time for the following drain cycle. When the home patient returned to the cycler, home patient reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.